Event description:
Procedure: lap cholecysectomy. Reportedly, while the surgeon manipulated the device, a pin dropped from the latch into the body cavity and it was retrieved. A similar device was used to complete the procedure. There were no adverse affects or pt injury reported.